Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a dilated left ventricle and atrium for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was operating as expected. A mitraclip xtw was implanted successfully, while inserting a second mitraclip xtw into the hemostatic valve of the sgc it was determined that the column did not hold and air was observed within the hemostatic valve. The sgc hemostatic valve was aspirated with a 60 cc syringe and the hemostatic valve was sealed with the physicians thumb, this was performed two more timed. The sgc was removed from the stabilizer and aspirated a third time before being placed back on the stabilizer. The hemostatic valve continued to leak. The sgc was removed from the patient and a new sgc was prepared. A second mitraclip xtw was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak/splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.